Event description:
It was reported that the extension was replaced and an unspecified surgical intervention related to the implantable neurostimulator was performed. The pt experienced pain at the implantable neurostimulator site and in their lower back. The pt recovered without sequela.